Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture related to the right side. Diagnoses by CT scan. The status of the device is unknown.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, b.6, d.7, h.6.